Event description:
Caller reported that a mobile app crashed during a software phone update, resulting in the pump being unpaired and unable to reconnect. There was no reported impact to the customer¿s blood glucose level. Despite efforts to resolve the issue through app reinstallation and pump reset, the problem persisted. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.